Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the cartridge, tubing and infusion site. The customer's blood glucose (bg) level was in the 200 mg/dl range. The customer experienced a headache and nausea due to the high bg level. A correction bolus was delivered and insulin injections were administered. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.